Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration on (B)(6) 2013 resulting in fixture loss.

Manufacturer narrative:
Correction: the correct catalog number is 93332 not 93330 as previously reported. This report is filed 18 apr 2014.